Event description:
As reported for this event by the customer, during a therapeutic liver resection procedure the device teflon pad separated, though still attached to the lower jaw, at the time the doctor was performing seal and cut of the liver segment. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient, therefore no additional treatment nor any prolongation of hospital stay was required for the patient.

Manufacturer narrative:
The device has been discarded by the customer and will not be returned. As such, an actual device evaluation is not performed. An evaluation is done based on communication and historical records. From the customer provided information, it is confirmed that the device teflon pad (tissue pad) was worn and peeled back. Device history record review of the package lot number indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device actual lot number is not known, the device being discarde, manufacture date is not available. Based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.